Manufacturer narrative:
Due to character restriction in block e1 e1 event site city name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance. No harm or injury reported.

Event description:
It was reported that during device preparation, cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance message. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1, event site address: (B)(6). Updated fields: b4, b5, b6, b7, d10, e1 (initial reporter, event site telephone, event site address), e2, g1(contact person ¿ mfg site), g3, g6, h2, h6(medical device ¿ problem, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the iabp cardiosave machine and found that fill manifold test (rellef valve result) : fail, calibration drive regulator: vacuum/pressure -295+/-5mmhg, 390+/-10mmhg pass -all manifold test : pass. Run test system: pass. All functional and safety checks are meet to factory specifications performed and returned to use.